Manufacturer narrative:
The device was received in the not deployed state and the pink slider insert was not visible through the viewing window. The downloaded data shows the device completed 21 first prime pulses and was deactivated at 31 pulses. Debris was observed underneath the commutator cap. After removing the debris, rotation of the ratchet gear deployed the needle mechanism assembly as intended. The needle mechanism assembly was then reset to the not deployed position and rotation of the ratchet gear again deployed the needle mechanism assembly as intended. Although debris was observed on the commutator cap, based on the location of the debris it cannot be conclusively determined if the debris caused the rotational sensor issue.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the needle/cannula did not deploy as intended during activation.